Event description:
No drug was ever infused through the catheter due to the event occurring at implant.

Manufacturer narrative:
The final device analysis for the catheter revealed a procedural non-conformation. The damaged occurred to the catheter body during implant. There was difficulty with the catheter/guidewire interaction.

Event description:
It was reported that an hcp inserted a catheter into a patient. Upon removal of the stylette, the hcp stated that there were holes in the catheter. The catheter was removed and a new one was inserted. Per the reporter there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - catheter model 8709sc, serial # (B)(4), implanted (B)(6) 2011, explanted (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.